Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm. The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that device passed visual inspection and functional testing. The controller, (B)(4), in use during the event did not have the smr upgrade. Log file analysis revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported critical battery alarm can be attributed to communication errors between the controller and the battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient experienced a critical battery alarm associated with one of their batteries. The battery was removed from service with no reported patient consequences.